Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. During preparation of the automated impella controller (aic), the purge disc was not recognized, which was resolved by changing the console. No patient harm reported.

Manufacturer narrative:
The investigation has been completed. Logs from the complaint date revealed that the console issued the purge disc not detected alarm several times. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. Before returning this console back to the customer, field service was instructed to replace the purge flag and perform a full functional check on the console and optical system. The root cause of the inability detect the purge disc was due to a broken flag. This report is being filed as part of a retrospective review of historical records.